Event description:
About a little more than a week after implant, it was stated the patient had not gotten any relief. The patient did not feel stimulation and could not go higher than ¿4.¿ during troubleshooting it was determined the device was off. With assistance, the patient was able to increase stimulation on program 4 to 0.3v. The patient could then feel stimulation. It was further indicated the patient still had concerns three months after implant. Information received as of the date of this report indicated that the interstim had not worked since the day it was implanted. It was stated to have caused the patient ¿great¿ pain and ¿sharp¿ pain down their left leg. This made it very difficult for the patient to ¿get around.¿ it was also noted that the patient been very ill since ¿this surgery,¿ likely referring to the implant. The patient noted a ¿surgery schedule¿ for interstim and indicated they needed to have the device removed. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va02neh, implanted: (B)(6) 2012, product type lead. (B)(4).